Manufacturer narrative:
Visual analysis of the returned device identified underweight, opening, crease fold, wear abrasion, non-penetrating nicks. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact.

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade ii, and "voluntary recall". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii, and "voluntary recall".

Event description:
Healthcare professional reported right side rupture, capsular contracture baker grade ii, and "voluntary recall". Device has been explanted.